Event description:
The reporter stated that the surgeon inserted a three piece silicone lens aq2010v model into the pt's eye and the lens tore. The surgeon had to enlarge the incision to remove the lens and used a suture to close the wound.